Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's daughter contacted dexcom on (B)(6) 2016 to report that the patient passed away on (B)(6) 2016. Patient passed away at a medical center due to renal failure. The patient was not wearing the continuous glucose monitoring device at the time of incident. There was no alleged device malfunction. No additional event or patient information was provided. A certificate of death was not provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.